Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that a replacement pipeline was used to complete the surgery. The cause of the resistance, failure to open and damage were not determined. The surgeon suspected the resistance was due to the patient's anatomical structure, but could not actually determine. There was no damage to the pipeline pushwire or catheter observed. There had been a lot of friction during delivery. The surgeon suspected that the stent was adhered and could not expand. It was noted the device jumped during deployment and ts the tip of the catheter was moved during deployment. When the stent was deployed to the recyclable mark point, the stent as a whole was not opened. The pipeline had been placed in a vessel bend when it failed to open. They had tried waiting for a while, and then retrieved and re-deployed it, but the stent still did not open.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex was returned inside the outer carton, biohazard bag, and shipping box. The catheter was not returned with the pipeline flex. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal and proximal ends were found opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was not confirmed as the braid's distal and proximal ends were found opened and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include severe vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. The customer report of "resistance/stuck during delivery" could not be confirmed, as the pipeline flex was returned without the catheter. No damage was found with the pushwire. The cause of the resistance could not be determined. Possible causes include using a damaged catheter, severe vessel tortuosity, and a lack of continuous flush during delivery. Since the catheter was not returned, any contribution of the catheter to the resistance issue could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient's blood vessels were very tortuous, and there was a lot of resistance when pushing the stent. At the same time, the blood vessels in m2 segment of middle cerebral artery had a right-angled bend, so the microcatheter could not be positioned higher, and could only deploy the stent at the bend. The surgeon deployed the stent mainly by withdrawing the microcatheter, but the stent did not open until it was deployed to the retrievable mark point. After pushing, pulling, and waiting, the stent still did not open. The surgeon suspected that the stent was damaged during delivery, so the surgeon withdrew the stent from the body. After detaching the microcatheter, the stent expanded normally, but it could no longer be used. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm in the left middle cerebral artery bifurcation with a max diameter of 4mm and a 3mm neck diameter. Landing zone: distal: 1.8mm and proximal: 2.5mm. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was normal.